Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the laser cut filter broken. Based on the result, we concluded that it was caused due to the excessive force applied on the laser cut filter. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable fluid damage, the laser cut filter fluid damage, the light guide cable buckled, the lcb distal cover glass cracked, the angle wire play, the lcb distal cover glass leak, the distal body dirty, the distal body worn out, the insertion flexible tube lump/wave, the suction channel kink, the ccd module with drive pcb shadow in image, and the u/d and the r/l knobs white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.